Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, due to a failure to check properly, the sales rep opened the nail for the opposite side by mistake, and by the time the physician realized it, it had been already inserted the first distal cross-pin, fissure fracture was confirmed. Incomplete fracture at the tip caused by the insertion of a nail on the opposite side. There are no plans to replace it with a long nail, and rehabilitation is reportedly progressing smoothly.